Event description:
It was reported that during a ptca procedure, after dilating a lesion in the "lad" with another co's dilatation catheter, dissection was observed which could not be covered with one stent. The decision was made to send the pt for CABG surgery. Difficulty was then encountered removing the guide wire, which was thought to be trapped in a small vessel. It separated during removal attempts, the distal portion remaining in the anatomy. The distal end of the guide wire was reported to have been removed during CABG surgery.